Manufacturer narrative:
Concomitant device(s): 300-01-09 equinoxe, humeral stem primary, press fit 9mm 320-42-00 equinoxe reverse 42mm humeral liner +0 320-10-00 equinoxe reverse tray adapter plate tray +0 320-01-42 equinoxe reverse 42mm glenosphere 320-15-03 rs glenoid plate l post aug 8 deg, left.

Event description:
Approximately 1 month(s) and 21 day(s) post-operative of a left rtsa, it was reported via clinical study that the patient experienced superficial infection. The patient had the presence of fluid on the surgical wound and underwent surgical wound debridement of reverse left shoulder prosthesis 20 days after onset of symptoms. The devices remain implanted and the outcome of this event is considered resolved. The clinical report indicates that this event is definitely not related to the device(s) and/or to the procedure.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. A review of the sterile certificates could not be performed because manufacturing information was not provided and the original surgery invoice could not be located from a search of exactech¿s surgery data. The reason for the reported revision due to suspected infection cannot be conclusively determined; however, it may be related to an underlying patient condition. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.